Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level was 140 mg/dl at the time of the incident. Most recent blood glucose level at the time of the call was 68 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. Moisture was noted at the lcd and motor assemblies per visual inspection. The following cosmetic damage was noted on the device: cracked case at the battery tube threads, minor scratches on the display window, and stained end cap sticker.